Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed four applications and a system notice of (B)(4), which indicated ¿a system notice was received indicating that the refrigerant delivery path was obstructed¿ on the first application using balloon catheter 2af284 with lot number 04062. A cardiac effusion and tamponade were reported as a result of the dissection/perforation. The procedure was aborted while the patient was under general anesthesia. The mapping catheter 990063-020 with lot number 215510708 was not returned for investigation. In conclusion, there is no indication of product malfunction related to the reported adverse events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, dissection/perforation of the left superior pulmonary vein (lspv) occurred. A cardiac effusion and tamponade occurred as a result of the dissection/perforation. Pericardiocentesis was performed and the tamponade was not resolved. The case was then aborted while the patient was under general anesthesia. The patient was transported to the surgical operating room for surgery to resolve the tamponade. It was noted that the patient recovered from surgery and was doing well. No further patient complications have been reported as a result of this event.